Event description:
The facility reports while the cna was lifting the patient out of the tube with the lift, the lift became top-heavy and started to fall over. The cna was unable to keep the patient from falling to the floor. The patient hit their head on the floor; the patient recieved stitches over their left eyebrow.

Event description:
The facility reports while the cna was lifting the pt out of the tub with the lift, the lift became top-heavy and started to fall over. The cna was unable to keep the pt from falling to the floor. The pt his his head on the floor; the pt received stitches over left his left eyebrow.